Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin delivery, with a reported blood glucose of 501 mg/dl that decreased to 363 mg/dl after an external insulin injection and supplies change; the caregiver noted an initial inset that failed to prime, a subsequent bloody infusion site, rapid cartridge depletion, and replaced the infusion set with a different lot, while replacements were arranged. Investigation of this case revealed the cause of hyperglycemia to be unclear, with user-reported infusion set priming failure and a bloody infusion site suggesting possible infusion site or delivery issues. No symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or medical intervention. It was concluded that the event involved hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.